Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A materials manager reported that following an intraocular lens (iol) implant procedure, a patient experienced blurry vision, glare and headaches. The iol was exchanged for another lens two weeks following the initial implant procedure. The clinical reason given for the explant was aniseikonia and a small crack in the iol. Additional information has been requested.